Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs or lot information. Production history records could not be reviewed. The reporter stated most of the foam remained adhered on the suction oral swab straw. This indicates glue coverage was present. The reporter confirmed the patient was orally intubated, sedated and a bite block was not in use. Reporter did not know if biting occurred. A labeling review of the finished good was performed. The instructions for use state, ¿use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands. Ensure foam is intact after use. If not, remove any particles from oral cavity.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. Without the returned product, photographs, or further information, a definitive root cause could not be determined. There is insufficient evidence to conclude that the reported issue could be attributable to a product defect or manufacturing operations. Discarded by facility.

Event description:
Report received of a malfunction resulting in a suction oral swab foam disengagement. On (B)(6) 2019, oral care was performed on a patient. The reporter stated part of the green foam disengaged while in the patient's mouth. Reporter stated the disengaged foam was successfully retrieved and no injury occurred. Reporter stated patient was orally intubated and sedated, however, the reporter did not know if biting occurred. Reporter stated most of the green foam remained adhered to the suction straw. The device was discarded and no pictures were available. Lot information was not provided. Although requested, no additional information was available.